Manufacturer narrative:
Evaluation summary: a device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The visual inspection found cracks on the top and bottom cases. The investigation found that out of 100 scans, there were no false detections. The front panel was removed and a ferrite core was found on the cable assembly. This sometimes causes electrical interference and sometimes false detections on the hardware and is the probable root cause of the customer's complaint. Corrective actions have been implemented to mitigate this issue. The service center reported that the unit had an incorrect model label. The investigation isolated the failure to the model label, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The model label was replaced with the correct model number to address the condition. No update to the risk management file is required at this time. The service center reported cracks on the top and bottom cases. The investigation isolated the failure to the top and bottom cases, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The top and bottom cases were replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary the rf assure console was received for evaluation. The evaluation of the console could not duplicate the reported condition of a false positive detection. However, the unit was found to have ferrite on the accessory port. The ferrite has been shown to have potential to cause interference resulting in false detection. While the reported condition could not be duplicated or confirmed; a probable root cause of the customer's report has been determined to be the ferrite on the accessory port. The ferrite was removed to prevent any future interferences. Corrective actions have been implemented to prevent this issue through improvements to the design. No patient injuries have been reported as a result of this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a false detection. Another unit was use to confirm the issue to verify that no lap sponge was present. There was no patient injury.